Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient changed the programmer batteries in september and was wondering why the programmer showed that they had just used the batteries a little bit. It was reported that the patient was on program 2 at 3.7v and saw the lightning bolt. The icon of the programmer battery showed it was shaded in and the only part that was white was about 1/8th on the right hand side. It was noted that the patient was wetting at night and had to get up at night. The patient had to get up 2-3 times a night starting last week and wet the bed twice last week. It was noted that the patient had been wearing diapers. Up until 3 the patient might only go pee once. It was noted that the patient needed the device at night and was wondering if they should stop drinking because they had a bad case of dry mouth. It was reported that the patient fell down about 2 weeks ago on (B)(6) 2014. It was noted that the patient had a knee replacement in december. The patient was leaving their health care provider (hcp) because they did not even do the surgery and the manufacturer representative did the surgery and the hcp was terrible at calling back. It was reported that the patient increased to 3.9v and wanted to know if they should increase the stimulation. Additional information received reported that the patient received assistance from their hcp or manufacturer representative and their concerns were resolved. An appointment date in (B)(6) 2013 was noted. It was reported that the patient received another device in september or october and the patient would appreciate knowing the new info.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va08t0n, implanted: (B)(6) 2013, product type: lead. (B)(4)